Manufacturer narrative:
As reported, the tailored flat mesh unraveled while suturing. The sample was discarded and is therefore unavailable for evaluation. Multiple attempts have been made to obtain additional information. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the information provided to date, we are unable to determine a definitive root cause for the reported event. The instruction for use supplied with the device states: "intact bard mesh exhibits high burst and tensile strength. However, when custom tailoring, in special circumstances where excessive force is placed on the mesh, the following guidelines may be helpful: when cutting a notch in the mesh, a v-shape with a radiused point will withstand more force than a v-shape which comes to a sharp point. For best results, it is recommended that the mesh be cut perpendicular to the selvage edge. He inherent tensile strength of bard mesh is strongest in the direction perpendicular to the selvage edges. Doubling the mesh may also increase the strength of the repair." If/when additional information is provided, a supplemental emdr will be submitted.

Event description:
As reported, during an inguinal hernia repair procedure, the surgeon trimmed the flat mesh a little and once the surgeon started to suture the weave of the mesh, it was unraveling and came apart. There was no reported patient injury.